Event description:
No additional information

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3194190. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a previous corrective and preventive action plan was implemented to prevent any reoccurrence of this issue. The actions implemented address the issue of needle through the catheter. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
E. Street address exceeds character limits: sia trecho 5 - area especial, 57 / bloco d - 1 andar. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: no. 24 catheter with needle piercing the catheter silicone.